Event description:
The unit has auto trigger in normal using and showed the tf9-29. We enter the test 7 and check the sensor. We find the pprox is defective.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. There was no patient involvement at the time of the issue. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a defective pressure sensor pprox due to aging. In consequence the defective component was replaced. There was no reported patient or user harm.